Manufacturer narrative:
(B)(4). The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. During a pump system check, a new cartridge was loaded and a minimum fill notification was received. A pump air leak was detected. Additionally, it was reported that an incomplete bolus alert occurred. Reportedly, customer maintained to not have accessed the bolus screen intentionally or unintentionally. Blood glucose was 120 mg/dl. Customer had manual injections available as alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been performed and the alleged issue (occlusion alarm) was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned. Based on the analysis, the alleged malfunction (minimum fill message) could not be verified. The alleged issue (alert) was verified in the pump logs; however, no failure was identified.